Manufacturer narrative:
Section a3b, a4, a5, a6: unknown/ asked but not available. Section b3: date of event: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the intraocular lens had been implanted after cataract surgery on her right eye on (B)(6) 2023 and had a dfw150 intraocular lens (iol) placed. The patient was intensely bothered by glare, so another surgeon performed the lens exchange on (B)(6) 2024 with another monofocal iol. Additional information suggests that the patient is doing well and refracts to 20/40 with advanced posterior capsular opacification that will require a yag laser. Further information suggest there was no yag performed, but she will require a yag capsulotomy in the future for the cloudiness of her posterior capsule. She has another appointment scheduled (B)(6) 2024 and doctor may do the yag cap at that time. There was no injury. The product is available for return. No further information was provided.